Event description:
It was reported that the device had tripped eri (elective replacement indicator) and there were no battery and lead measurements. It was also reported that the clinic tried to clear the device several times and kept receiving blank information for voltage and remaining longevity. It was also reported that the clinic called technical services for assistance in resetting the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The unclearable elective replacement indicator (eri) resulting from measurement system lockup.